Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient has been having elevated blood glucose (bg) levels for the past three days. The reporter stated that the bg has been above 500mg/dl but specific information was not provided. The reporter stated that when the patient took correction from pump the bg level did not respond but if the patient took it via syringe it would come down. The reporter stated that they have done all the troubleshooting they can and there must be something wrong with the pump and the reporter stated he no longer has any confidence with pt wearing the pump; he reports they have changed the site multiple times, tried a new vial of insulin. Troubleshooting indicated that there were no significant alarms in history, prime history shows pump priming as it should; all boluses delivered, totals add up; pump is not suspending on its own. Customer support (cs) instructed the reporter that there is nothing to indicate that the pump is malfunctioning. The reporter verbalized that he still does not have confidence in pump as patient can no longer feel burning with delivery of bolus. Cs instructed reporter that they would replace the pump not due to any malfunction but due to his lack of confidence in product. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
Follow-up # 1 date of submission 08/06/2013 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump¿s daily insulin delivery totals showed that the user¿s programmed basal rates were correctly reflected; the pump was delivering accurately up until the last date of its use. There were no errors or alarms associated with the complaint in the pump¿s history; only typical usage was observed. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.